Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced atrophic vaginitis. It was reported that patient underwent mesh revision on (B)(6) 2015 by dr. (B)(6) due to mesh erosion.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted due to sui . The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that patient underwent excision of suburethral sling and rectocele repair with graft on (B)(6) 2008 due to vaginal vault prolapse, rectocele, enterocele, perineocele, and bladder outlet obstruction. It was reported the patient underwent mesh excision and removal on (B)(6) 2012 due to vaginal mesh erosion. No additional information was provided.